Event description:
A medtronic representative received a report of an inaccuracy occurring while in an o-arm 1000 imaging system procedure, using cranial reference frame for c2 spine. The image was deemed fairly accurate while working on the first c2 screw. On the last reference check, the passive sharp reference probe was alleged to be inaccurate by approximately 1cm. It was reported that the site was unsure why this occurred, however, wanted it reported. Issue was resolved by doing another o-arm spin. Navigation system functioning properly at this point. Delay to case indicated to be less than 10 minutes. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
The site declined to provide patient information, referencing canadian privacy laws.a medtronic representative, following-up at the site, reported the navigation system was subsequently successfully used in a similar procedure without recurrence of the report issue.no parts have been returned to manufacturer for analysis.